Event description:
It was reported that the pump display would illuminate and go dark when the button was pressed, indicating it was on, but no images appeared on the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.